Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Event description:
As reported, approximately twelve years post initial right tha, this (B)(6) male patient needed a head and poly swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.